Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of days prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site due impaired wound healing following an implant procedure. Noted signs and symptoms were redness and pus. The physician stated that the infection was only skin level. The patient underwent a procedure wherein the pocket incision was washed out and cleaned. The patient was doing well postoperatively.